Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) experienced repeated gas loss/leak. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. No response has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the intra-aortic balloon pump (iabp) experienced repeated gas loss/leak. There was no patient harm and no adverse event was reported.